Event description:
It was reported that a user¿s dexcom g7 continuously failed to pair with the ilet, leading to dosing stopped alerts and reliance on alternative therapy while the dexcom mobile app displayed a glucose of 291 mg/dl; the problem was characterized as intermittent communication failure involving the electrical/magnetic antenna component. Symptoms included hyperglycemia with no other clinical signs or symptoms. Outcomes included a missed insulin dose due to loss of cgm-derived dosing. Investigation included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, consistent with intermittent communication failure traced to the device¿s antenna component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.